Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia with readings over 400 mg/dl and high ketones while using the ilet system, despite meal announcements, recent infusion set change, and no observed kinks, leaks, or bubbles; the user disconnected from the ilet and used manual insulin injections as back-up therapy. Symptoms included vomiting, dizziness, and nausea. Outcomes included elevated blood glucose most nights and the need for self-administered corrective insulin injections. Investigation included complaint handling, troubleshooting, and user education, and a trial of a different connector design was arranged. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that a device-related malfunction could not be confirmed and that the event was not reportable as a serious injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.